Manufacturer narrative:
Continued devices: pump - catalog #72404127, serial# (B)(4), expiration date 04/19/2019, UDI: (B)(4), manufacture date 04/19/2018. Balloon- catalog #72400024, serial# (B)(4), expiration date 01/26/2023, UDI: (B)(4) manufacture date 05/08/2018.

Event description:
It was reported that the patient was implanted with an ams-800 artificial urinary system on (B)(6) 2018 for post-prostatectomy incontinence. Following the implant, the patient experienced an ¿elevated crp (currently at 70) and continuously falling levels of hemoglobin (hb) and iron in the blood,¿ ¿huge swelling all over his body but primarily in his legs, scrotum and urethra.¿ the device may have been activated as the patient's urine outflow was reduced, although he had been drinking liquids. The patient was ¿in pain and afraid to touch the place.¿ the client was provided with activation/deactivation information. Additional information indicated that prior to the removal, the patient showed ¿marked signs of systemic sepsis - low urine output, high fever, raised white cell count, crp 700. Infected prosthesis with large loculated abscess cavity¿ but no retention as he had a suprapubic catheter placed. ¿the surgeon noted a mature and extensive abscess cavity with a urine leak.¿ the urethra, under and around the cuff, was indurated and impassable with a foley catheter. The device was removed and the patient ¿has improved over the weekend.¿ no further complications were reported in relation to this event. Additional information received indicated the patient also experienced a "collection of pus, a large abscess cavity with multiple extensions and significant necrotic tissue." The patient was discharged from the hospital.

Manufacturer narrative:
Device analysis results: the ams800 device was visually inspected and functionally tested. There was a leak in the cuff pillow that was the result of a sharp instrument which probably occurred during removal. The cuff was received in two parts, it was cut in half. The balloon pressure tested at 56.8 cmh2o. It was originally rated at 61-70 cmh2o. The control pump performed within specifications.